Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting off. Customer's blood glucose level was 69 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged data log issue was verified. Based on the analysis, the alleged battery gauge issue could not be verified.